Event description:
It was reported that at the post-implant interrogation, the implant detect function was still on (i.e., the pacemaker had not detected implant). When trying to program manually to a bipolar configuration, the device gave a message that no bipolar lead was found. There was also only intermittent sensing of the atrial fibrillation on the lead, despite large fibrillation waves. The patient went for repositioning/check of the connection, and "all seemed well", but afterwards it was noted the device was again not sensing properly. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.